Event description:
It was reported that the vacutainer cracked while in use. No medical intervention was provided reported. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.